Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was the presence of moisture on the electrical contacts of the scope, preventing communication between the scope and the video processor. As stated in the instructions for use as a preventive measure: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
Troubleshooting was performed with the assistance of olympus technical support via the phone. The reporter stated that they were unable to reproduce the problem and could not isolate a cause; no problems were found while troubleshooting. Technical support recommended that the user facility clean the gold contacts on the scope with an alcohol prep pad and the dry them with a lint free cloth if the problem reoccurred. The reporter stated the device would be monitored to see if the problem returned. No further reports of the problem involving the subject device were received by olympus following the troubleshooting with technical support.

Event description:
A user facility reported to olympus that a scope communication error was generated; the user facility was unable to provide the error code. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.